Event description:
Per journal article: mesh fixation study in laparoendoscopic repair of m3 inguinal hernias: multicenter, double-blind, randomized controlled trial ¿ mefisto trial. A randomized controlled mefisto trial was conducted in 12 surgical centers. A total of 204 patients with m3 inguinal hernias were randomized into two groups: a non-fixation group using three-dimensional, rigid, anatomical meshes. Fixation group (n=102): b. Braun¿ optilene¿ mesh (20×20 cm) and bd¿ softmesh¿ (20×20 cm). Non-fixation group (n=102): bd¿ 3dmax¿ mesh (12.4×17.3 cm) and medtronic¿ dextile¿ anatomical mesh (16×12 cm). Analyzed: fixation group (n=94) and non-fixation group (n=98). The postoperative complications in fixation group: recurrence: 2/94 (2.1%), pain: 2.0 ± 1.2 surgical site occurrences (ssos): 8/102 (7.8%); non-fixation group: recurrence: 3/98 (3.1%), pain: 2.1 ± 1.4, ssos: (10/102) (9.8%) this study demonstrates that the non-fixation of three-dimensional meshes is non-inferior to fixation of flat lightweight meshes for m3 inguinal hernia repair. Note, the ssos are defined in the article as seroma, hematoma, surgical sight infection. Note: there is no information provided in the article indicating that the device caused or contributed to the postoperative patient complication(s). However, as postoperative complications did present and some requiring medical/surgical intervention we are reporting this as a serious injury MDR.

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided in the article indicates that some patients experienced post operative complications. The information obtained is limited to the content of the article. The article does not report any specific device malfunction or post-op complications were caused or contributed to the use of the 3dmax light mesh. The adverse reaction section of the instructions-for-use, supplied with the device identifies infections, seroma, hematoma, pain and hernia recurrence as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (10-jan-2023) is considered to be a best estimate. This report documents information related to the 3dmax light mesh. An additional MDR has been submitted to document information related to the soft mesh. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.